Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was stuck in the device header and unable to be removed thus preventing re-use in new device. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.